Event description:
Pt hospitalized dka. Mother attributed dka to bad eating habits. Pt was having difficulty maintaining blood glucoses for a week prior to hospitalization but was not mentioned to mother until incident. Blood glucoses have been stabilized.